Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified vessel. The 1.20mm x 8mm emerge¿ balloon catheter was advanced for dilatation, however, on the first inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non bsc balloon catheter. No patient complications were reported and patient status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).